Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently the pump touchscreen was unresponsive. Customer's blood glucose was not impacted. Tandem technical support (cts) tested the touchscreen with the customer and no issues were identified. Customer reported continued touchscreen issues and declined cts's offer for further troubleshooting as the issue was not occurring at the time of the event.